Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated additional surgical intervention was undertaken on (B)(6) 2015 and the lead body was explanted and replaced. Intra-operative diagnostic yielding revealed impedances were within normal ranges and the patient reported effective stimulation coverage both intra and post-operatively. The lead tails were returned to the manufacturer on (B)(4) 2015 (date inadvertently omitted in the initial report). The lead tails were visually examined and the results are included in this report.

Event description:
The patient had 2 leads (from the same lot number) implanted as part of his scs system. It was reported the patient underwent surgical intervention as he was no longer able to establish communication between his scs ipg and external devices after not charging for at least 3 months (reference MFR report: 1627487-2015-03245). During the procedure, when the physician opened the ipg pocket site, both leads were found to be fractured. The physician cut and removed the lead tails, however the lead body was left implanted. Further surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.